Event description:
It was reported that the patient was implanted with a cuff that was too small. The patient was initially implanted with a 4.5 cm cuff, and it was removed and replaced 5.0 cm cuff. No complications were reported during the procedure. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was received indicating that the 4.5 cm cuff was replaced with the 5.0 cm cuff, because the measurement tool gave an inaccurate measurement. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/13/2018 12:00 pm CT. The report number is being corrected from: 2183959-2018-61635 to: 2183959-2018-60855.

Event description:
It was reported that the patient was implanted with a cuff that was too small. The patient was initially implanted with a 4.5 cm cuff, and it was removed and replaced 5.0 cm cuff. No complications were reported during the procedure. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that the 4.5 cm cuff was replaced with the 5.0 cm cuff, because the measurement tool gave an inaccurate measurement.